Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in damaged condition. Faceplate was pushed forward on left side showing evidence of being dropped. The root cause of the reported issue was unable to confirm device was dropped during shipping. Actions were taken to mitigate the reported issue: removed device faceplate and made necessary repairs. Device passed all functional tests.

Event description:
It was reported that the unit had a damaged front face, dropped unit from shipping. No patient injury was reported.